Event description:
Customer reported she experienced high blood glucose of 400 mg/. Customer also reported that the insulin pump is rewinding every time she tries to give a bolus and has received two motor error alarms. Customer stated that the device did fall out of her pocket and it may have hit the wall. She also mentioned that she went to a store and she saw a camera that looked different and is not sure if it could have been emitting magnetic fields and also in a public bus. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.